Event description:
It was reported to medtronic minimed that the customer reported pump had a short battery life, received replace battery now alarm and battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer was advised to discontinue use of the device and the insulin pump will be replaced. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement and self test. The test battery was removed and reinserted with no failed battery test alarm noted. Power problem-charge/battery anomaly, power problem-battery loss and power problem-failed battery test were not confirmed during testing. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and stained keypad overlay. History download was successful using thump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 04/06/2025 19:33:00 after more than 7 days at 14.08 days. Battery cycle 2 received the lowbatteryalert (104) on 03/23/2025 17:32:00 after more than 7 days at 14.5 days. Battery cycle 3 received the lowbatteryalert (104) on 03/09/2025 04:18:00 after more than 7 days at 13.59 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Perform the history review 1 week prior to the event date 08-apr-2025 in the pump history file and found 1 lowbatteryalert (104) on 04/06/2025 at 19:33:00.000. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Earliest power data available per the power management tool/detail trace file is on 4/16/2025 8:04:00 pm. There was no power data available for the date of 04/06/2025. Unable to check power data for low battery alert. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Power problem-charge/battery lasts less than expected not confirmed. Power problem-battery loss not confirmed. Power problem-failed battery test not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.